Manufacturer narrative:
Additional information was added to d9, h3, h4 nd h6. H4: device manufacture date: july 22, 2020 - july 23, 2020. H10: two (2) actual samples were received for evaluation. Visual inspection along with magnification was performed with the fill port caps removed which observed a loose particle matter inside cap. The reported condition was verified. The cause of the condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Correction: b4/f8: date of this report in the initial MDR is being corrected from blank to 07/26/2021. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This event occurred between (B)(6) 2021 - (B)(6) 2021. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a particulate matter was observed in two (2) 1000ml eva (ethyl vinyl acetate) tpn (total parenteral nutrition) bags. This was identified prior to use. There was no patient involvement. No additional information is available.